Event description:
Essure implant perforation in uterus adhering to appendix. Corkscrewing organs together requiring appendectomy and salpingectomy. Dates of use: (B) (6) 2009 - (B) (6) 2009. Diagnosis or reason for use: birth control.